Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice and returned the device to the (B)(4) facility. The device was received operational and in good condition. A review of the device logs revealed an iipv (increased intra-peritoneal volume). With reference to the iipv decision tree, the cause for the iipv found in the logs (occurrence date (B)(4) 2011 / drain volume 3283ml) was determined to be insufficient drain, false empty detect at initial drain and at the previous therapy last drain. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 at 22:52 with drain volume of 3283 milliliters (ml) during initial drain.